Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The angulation was insufficient and there was play, due to the stretch of the angle wire. The adhesive of the bending section rubber, the insertion section, and the adhesive at the distal end were damaged. There was dirt on the air/water cylinder that was difficult to remove. There was a wrinkle on the insertion tube. There was a pinhole in the bending section rubber. The exact cause of the reported event could not be conclusively determined, because the device was not returned to omsc. However, the reported event may have been caused by insufficient reprocessing or handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the air/water nozzle was clogged with foreign material. Olympus medical systems corp.(omsc) determined that the endoscope that was improperly or insufficiently reprocessed may have been used in the procedure. There was no report of patient injury associated with the event.